Event description:
It was reported the customer was having issues with their insulin pump. The customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
No cosmetic damage noted.